Manufacturer narrative:
There is no conact info on medwatch report. No other info can be requested. Upon completion of the investigation, a supplemental report will be submitted. The lot number reported 7263824 belongs to an introducer and not a catheter.